Event description:
It was reported during intra-op that the device stimulation could not be performed with the aps electrode. Procedure was completed by back-up products. There was no patient impact.

Manufacturer narrative:
H3: the packaging carton, both inserts, open pouch, and the device were returned in a large (double) plastic bag. There was no damage noted to the packaging carton, and the pouch was open from 3 of 4 sides when returned. There were traces of contamination observed on the c-clip body. It was also observed that the lead wire contact was not exposed/flush to the c-clip body opening. The lead wire contact was recessed inside the c-clip body by approximately 0.06 inches from the c-clip opening. The resistance shall be less than 25 ohms end to end, and the actual measurement was 12.6 ohms which was in specification. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.